Event description:
Philips received a complaint on the philips xl defibrillator indicating that the device¿s ECG lead cable did not work. There was no report of patient or user impact. Based on the information available, the cause of the reported problem was a component failure. The faulty components were replaced, and the device was returned to service. The customer was provided with a replacement ECG lead cable. It has been concluded that no further action is required at this time.